Event description:
It was reported that the customer delivered the max bolus and the blood glucose level dropped to 60 mg/dl but was able to treat and there were no complications. It was stated that he has dementia and the bolus history was checked and the it was found what the customer had done. Customer spent the evening eating cookies. Customer requested the insulin pump to be replaced after receiving the scroll wrap safety letter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.